Manufacturer narrative:
A field service was performed on the device on (B)(6) 2019. The device was tested and verified as performing to specification. The device history record was reviewed and no anomalies that could be associated with the complaint incident were observed. There was no service history for the device under evaluation. The evaluation did not conclusively verify the complaint as valid. Device identifier: (B)(4). Product identifier: (B)(4).

Event description:
A customer initially reported that there was a strange noise and no ultrasonic output with the c7000 cusa clarity console on (B)(6) 2019. There was patient contact but no patient injury. Additional information was received on 13may2019 indicating that the device problem increased surgery time by about 30 minutes approximately as they had to setup another piece of equipment.